Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed two small cracks at the base of the handle. The root cause is attributed to product wear out due to heavy usage. The lot code a0311 indicates the instrument was manufactured in march of 2011. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The plastic handle cracked during cup impaction.